Manufacturer narrative:
It was reported that the mechanical ventilation of fabius plus xl anesthesia device stopped during use, the operator restarted the mechanical ventilation, but it stopped again after a while. The operator replaced with a back up device immediately. No patient injury reported. Draeger service involved in this event, the local engineer had calibrate the pump, and then this device can back to normal use. The fabius plus xl anesthesia device requires a nominal negative pressure of -200mbar to ensure that the ventilator piston operates tightly against the inner wall. Negative pressure is provided by a vacuum pump. When the components in the ventilator that come into contact with the patient's breathing are removed for high-temperature cleaning and disinfection, reinstalling them may cause a change in position (parts like 2600650 is a round part) and negative pressure leakage, resulting in the negative pressure being lower than the range of -170 to -230 mbar. Calibrating the output pwm of the negative pressure pump can compensate/offset for the additional negative pressure leakage during the installation of parts after cleaning and disinfection by the user. When the system (negative pressure sensor on the motherboard) detects that the calibrated negative pressure value is within the standard range, the system will continue to operate normally and provide mechanical ventilation to the patient. This case was related to hygienic and reprocessing of user. No defect or any malfunction was detected from fabius plus xl anesthesia device. After calibrating the pump, no furhter issue was reported.

Event description:
It was reported that the mechanical ventilation stopped during use, the operator restarted the mechanical ventilation, but it stopped again after a while. The operator replaced with a back up device immediately. No patient injury reported.

Event description:
It was reported that the mechanical ventilation stopped during use, the operator restarted the mechanical ventilation, but it stopped again after a while. The operator replaced with a back up device immediately. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.